Manufacturer narrative:
A bci customer technical support (cts) had the customer check all fittings on reagent probe, reagent syringe, and tubing at wash collar. All fittings were tight. A bci field service engineer (fse) visited the site on (B)(6) 2010, and placed an order for all necessary parts. The system was down until the parts arrived. The fse visited again on (B)(6) 2010 and replaced reagent probe wash line and fluidics distribution manifold.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to leaking reagent probe on synchron lx20 clinical system. There was no effect to patient or to the user.